Event description:
The ge oec 9800 fluoroscopy system would intermittently not x-ray. System had intermittent failure on exposure.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-loaded the system software to restore function. Software had become corrupt. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.